Event description:
It was reported that the fenestrated bipolar forceps instrument was not working properly. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the yaw pulley on one grip has the crimp pocket feature broken off, allowing the cable crimp to slip out. The grip motion in non-intuitive as a result. The yaw pulley breakage is most likely due to rough handling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, suck as disconnection of the instrument tip. Engineering also found the distal end of the main tube has a 2.25" long section with material removed all around the tube. The damage is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.